Manufacturer narrative:
Investigation summary : bd received one photo for investigation. After review and analysis, overfill was not observed in the customer photo. Additionally, 20 retained samples were subjected to functional tests for low or no draw. All tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was overfilling in six (6) tubes.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was overfilling in six (6) tubes.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.